Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device was missing upper back label. Functional testing found pump was found to be displaying an error code message on power up when batteries are inserted. Error history log review found an error code. The root cause of the reported issue was found to be back up capacitor. Actions were taken to mitigate the reported issue: the back up capacitor was replaced.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd legacy pump, an lec 1720 alarm was noted. No patient was involved. No adverse effects were reported.